Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 627295) inserted. The patient's medical history included genital bleeding, tubal ligation, dysfunctional uterine bleeding, adenomyosis uteri and dysuria. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy using da vinci robot). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery insertion details-right ostia 4 coils noted, left ostia 2 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: which did not demonstrate any pelvic pathology other than some adenomyosis noted in the uterus. The essure coils were not completely visualized. Most recent follow-up information incorporated above includes: on 7-mar-2019: medical records received- lot number were added. New reporters, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test". The patient's medical history included genital bleeding, tubal ligation, dysfunctional uterine bleeding, adenomyosis uteri and dysuria. Concurrent conditions included anxiety, depression, asthma, post-traumatic stress disorder and fibrocystic breast. Concomitant products included bupropion hydrochloride (wellbutrin), enoxaparin sodium (clexa), medroxyprogesterone acetate (depo provera) and salbutamol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) heavy menstrual cycles"), menorrhagia ("menorrhagia") and rash erythematous ("rashes or skin condition type : red rash"). In (B)(6) 2008, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced the first episode of tooth disorder ("dental problem") and tooth fracture ("dental problem teeth were breaking off"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: hives"), the second episode of tooth disorder ("dental problems"), abdominal pain lower ("bilateral lower quadrant pain (r) more than left") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy using da vinci robot). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, urticaria, migraine, headache, nausea, the last episode of tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, abdominal pain, back pain, rash erythematous, dyspareunia, abdominal pain lower, vaginal discharge and tooth fracture outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash erythematous, tooth fracture, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: she had need for additional surgery insertion details-right ostia 4 coils noted, left ostia 2 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound pelvis - on an unknown date: which did not demonstrate any pelvic pathology other than some adenomyosis noted in the uterus. The essure coils were not completely visualized. Lot number: 627295 manufacture date: 2008-05 expiration date: 2010-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs received. Concomitant medication and condition added. Events : abnormal bleeding (vaginal) heavy menstrual cycles, menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti, rashes or skin conditions type: hives, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), fatigue, weight gain / loss specify which one: weight gain, hair loss, abdominal pain, lower back pain, rashes or skin condition type : red rash, dental problem, dyspareunia (painful sexual intercourse), bilateral lower quadrant pain (r) more than left, vaginal discharge, patient didn¿t undergo an essure confirmation test, dental problem teeth were breaking off were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 627295) inserted for female sterilisation. The patient's medical history included genital bleeding, tubal ligation, dysfunctional uterine bleeding, adenomyosis uteri and dysuria. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy using da vinci robot). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery insertion details-right ostia 4 coils noted, left ostia 2 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: which did not demonstrate any pelvic pathology other than some adenomyosis noted in the uterus. The essure coils were not completely visualized. Lot number: 627295, manufacture date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.